Manufacturer narrative:
Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, and patient's clinical condition. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Although the cause of the sepsis is unknown, it was reported to be correlated to the patient's development of hepatic dysfunction. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including sepsis, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient was admitted to an outside hospital in (B)(6) for signs and symptoms of sepsis. The patient was found to have shock liver secondary to sepsis. Liver enzymes were drawn finding an ast 2474 ul and alt 1186 ul on (B)(6) 2016. The patient was treated for infection and on (B)(6) 2016 and the liver enzymes had trended down to alt 650 ul and ast 326 ul. The patient was discharged to home on (B)(6) 2016. No other labs were available from the hospital at this time. Hepatic enzymes decreased and the adverse event was thought to be resolved at time of discharge. On (B)(6) 2016, he was seen at the site on (B)(6) 2016 at that time his ast 29 ul, alt 32 ul, total bilirubin 0.8 mg/dl.